Event description:
The following information was provided: mako offset reamer handle is cracked. Lot 5935210: mako offset reamer handle has screws missing. Case type / application: tha 5.0 (mako 4 robot only), primary hip.